Manufacturer narrative:
As previously mentioned, the surgeon confirmed that there is no safety concern and 7% of lung shunt is technically within the "normal" range. The patient is receiving floxuridine treatment and the surgeon confirmed that there is no concern with the pump functioning or dosing of floxuridine. Extrahepatic perfusion is known adverse events listed in the intera 3000 hepatic artery infusion pump IFU and label.

Event description:
Intera oncology was notified that during haps study on (B)(6) 2026, imaging dye may have traveled to the patient's lungs, and the lung shunt was 7%. According to the surgeon, there are no safety concerns, and 7% is still technically within the "normal" range. The physician notes the patient had extrahepatic perfusion thought to be due to tiny hepatic arteries, but it is resolved and has no concerns with the pump functioning or dosing of floxuridine. The patient started on full dose floxuridine on (B)(6) 2026.